Manufacturer narrative:
In addition to the reported event evaluation found: objective lens had a scratch, adhesive on bending section cover was detached, bending section cover had wear, connecting tube had a scratch, connecting tube had a wrinkle, control unit was dirty, grip was dirty, suction cylinder was shaved, right/left and upward/downward angulation controls knobs were dirty. Universal cord was dirty, universal cord had a scratch, and angulations were less than standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a endoscopic retrograde cholangiopancreatography (ercp) procedure there was restriction inside the channel. Upon inspection and testing of the customer returned device, foreign material was found inside the forceps elevator. This report is being submitted for the malfunction found during evaluation. There was no death or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the repair center found the following. Objective lens has a scratch. Adhesive on the bending section rubber is detached. The bending section rubber has wear. Connecting tube has a scratch and a wrinkle. Control unit is dirty. Grip is dirty. Suction cylinder is shaved. Angulation knobs are dirty. Universal cord is dirty. Universal cord has a scratch. Angulations are less than standard. Play on angulation control knob. Due to deformation of lever, angulation knob cannot be locked securely. Due to deformation of connector, endoscope cable cannot be connected securely. Plastic cover is shaved. Light guide lens has a crack. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause was not able to specify. There was a possibility that the reprocessing steps recommended in the instructions was not performed completely due to leak of the device. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.